Event description:
It was reported that the male luer broke off the bd plastipak¿ concentric luer lock syringe when removing it from the stopcock. The following information was provided by the initial reporter, translated from german: "the male luer connector completely broke off when disconnecting the syringe from the 3-way stopcock."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-sep-2023. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken, noting it is twisted. A device history review was performed for reported lot 2305768, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our quality team's investigation and sample evaluation, it was determined the tip broke as a result of over screwing when engaging the device to the mating component.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the male luer broke off the bd plastipak¿ concentric luer lock syringe when removing it from the stopcock. The following information was provided by the initial reporter, translated from german: "the male luer connector completely broke off when disconnecting the syringe from the 3-way stopcock."